Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave pulsed field ablation (pfa) catheter that was selected for use during a pfa procedure to treat a paroxysmal atrial fibrillation and paroxysmal atrial flutter exhibited a difficulty to irrigate. Use of the catheter to treat paroxysmal atrial flutter constituted off-label use of the catheter. No issues were noted during preparation of the catheter. During the procedure, it was noted that catheter's irrigation line was not dripping when deployed to the flower configuration. The catheter would drip only when the catheter was undeployed to the basket configuration. The physician attempted to disconnect the flush line of the catheter, then used a syringe to flush the flush port and reconnected the flush line, but this did not resolve the issue. However, by the end of the procedure, the catheter was dripping in flower configuration again. Thus, the case was completed successfully with the original catheter without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states.

Event description:
It was reported that a farawave pulsed field ablation (pfa) catheter that was selected for use during a pfa procedure to treat a paroxysmal atrial fibrillation and paroxysmal atrial flutter exhibited a difficulty to irrigate. Use of the catheter to treat paroxysmal atrial flutter constituted off-label use of the catheter. No issues were noted during preparation of the catheter. During the procedure, it was noted that catheter's irrigation line was not dripping when deployed to the flower configuration. The catheter would drip only when the catheter was undeployed to the basket configuration. The physician attempted to disconnect the flush line of the catheter, then used a syringe to flush the flush port and reconnected the flush line, but this did not resolve the issue. However, by the end of the procedure, the catheter was dripping in flower configuration again. Thus, the case was completed successfully with the original catheter without patient complications. The catheter was returned for analysis.